Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a balloon sac burst. Sample was evaluated under microscope and no conditions were found that could be associated with the reported event. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications method for use: (1) do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon."

Event description:
It was reported that the balloon ruptured on the 2nd day of placement. Per additional information received on 07/05/2018 from ibc, there were no missing pieces of the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon ruptured on the 2nd day of placement. Per additional information received on (B)(6) 2018 from ibc, there were no missing pieces of the balloon.